Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #s: 1627487-2012-00015, 1627487-2012-0016 and 1627487-2012-00017. The patient's ((B)(6)) scs system included two percutaneous leads from different lots and two lead extensions from different lots. It was reported the patient's leads and lead extensions were replaced on (B)(6) 2011 due to an allegation of no stimulation. Prior to explant, the average impedance measurements for the patient's leads were reportedly within specifications. Effective stimulation was recaptured for the patient following the procedure. The explanted devices will not be returned to the manufacturer for analysis.